Manufacturer narrative:
Batch review performed on 21-aug-2023. Lot 2243887: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implant: batch review performed on 11-sept-2023 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2303943 lot 2303943: (B)(4) items manufactured and released on 02-may-2023. Expiration date: 2028-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 weeks from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully.